Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned at the time of this report. Samples were taken from the current production, the samples were inspected, and issue reported was not observed in the current manufacturing process. A device history record investigation did not show any issues related to this complaint. A record assessment (fmea) was conducted and no changes required. Customer complaint cannot be confirmed. Corrective actions cannot be established. In order to perform a proper investigation and determine the root cause, it is necessary to have the device sample involved in the complaint. If the device sample becomes available at a later date, this report will be updated accordingly.

Event description:
Customer complaint alleges the device was not staying inflated. Alleged malfunction reported as occurring during use. Reported medical intervention was re-intubation of the patient. It was reported there was no serious injury to the patient.